Event description:
Recovery room nurse opened a reprocessed scd (sequential device compression) sleeves and noticed that the connector was missing at the end of the tubing. The pair of sleeves was from medline but it was reprocessed by stryker. The nurse had to open another package. There was no harm to patient.